Manufacturer narrative:
The device was evaluated by the customer, and the mainboard failure was found. As the device was out of warranty, the customer was given a quote for a philips authorized service personnel(asp) to be contacted to the customer , however, the customer refused the quote. Therefore, the device was not further evaluated by philips. No conclusion can be made as the device was not further evaluated. The device remains at the customer site. H3 other text: the devic was evaluated by the customer.

Event description:
It was reported to philips that system of device was hung up. There was no patient involvement.

Event description:
It was reported to philips that system of device was hung up. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation